Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation is ongoing. Additional information added in follow-up #1 (B)(4). Field updated. The device alarmed with "loss of external power" and continued on battery power. The issue was discovered during preventive maintenance with no patient involved. Consequently, the event did not cause or contribute to a death or serious injury. The hamilton ventilators undergo mandatory preoperational checks before usage. External power functionality, battery status, and alarm verification are part of this routine check. A power supply failure is usually identified during these checks, ensuring the device is safe for use. If, despite the checks, the issue occurs during operation and external power is lost, the ventilator immediately alerts the user with the "external power loss" alarm. This alarm ensures that clinical staff are aware of the issue and can take appropriate action well before it becomes critical. The ventilator automatically switches to battery power in the event of external power failure. The battery typically provides 1-3 hours of backup operation, allowing ample time to either restore external power or transfer to another ventilator if needed. If the battery level drops further, additional low battery alarms provide further warnings. Therefore, the power loss is not a sudden failure leading to immediate risk. The combination of alarms, battery backup, and pre-use checks ensures that the issue does not compromise safety. In conclusion, the failure is detectable during pre-use checks when the device is intended to be use at some stage with a patient (which was not the case for this event). The ventilator has built-in alarms and redundancy (battery backup) to mitigate risks. There is sufficient time to implement corrective actions before safety is compromised. Alternative ventilation methods are available and easily deployable if needed. Therefore, this case is now (at the time of this follow up report) assessed as no longer reportable. There is no information that reasonably suggests that the device has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur.

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "customer tried another vent ac plug it still didn't work, doesn't charge batteries, will run off batteries." Summary: loss of external power. (2) health impact: no patient involvment. During preventive maintanance.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: "customer tried another vent ac plug it still didn't work, doesn't charge batteries, will run off batteries.". Summary: loss of external power. Health impact: no patient involvement. During preventive maintenance.